Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken plug strap and a flat crease. A leak test was performed and an opening on the anterior was found. A microscopic analysis was performed which identified a broken striated in the plug strap, the fill test inspection was performed, the result was determined to be no blockage. Based on the device analysis the final assessment is a broken striated in the plug strap due to surgical damage.

Event description:
Patient reported having experienced ¿not enough milk production." Healthcare professional additionally reported right side "breastfeeding difficulties." Device has been explanted.

Event description:
Patient reported having experienced ¿not enough milk production." Healthcare professional additionally reported right side "breastfeeding difficulties." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/24/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breastfeeding complications ¿ breastfeeding difficulties have been reported following breast surgery, including breast reduction and breast augmentation surgery. A periareolar surgical approach may further increase the chance of breastfeeding difficulties.

Event description:
Patient reported having experienced ¿not enough milk production." Side was unspecified, this record is for the right side. Device has been explanted.